Event description:
The customer generated a reactive axsym hbsag patient result but the sample was not confirmed positive on the hbsag confirmatory assay on axsym. The patient tested hbc positive on a coagulation method and hbsag positive on rpha. The confirmation test was run on a second axsym instrument and the result was positive. The confirmation test was then repeated on the original axsym and the result was positive. The customer did not report the negative confirmatory result and verified there was no impact to patient management. There were no issues with the positive control; however, the reagent b-dil/reagent a-dil valve was too low on the initial confirmatory test that produced a negative result.